Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Corrected field: h3 (not returned to manufacturer) was inadvertently left blank in the initial medwatch report. H4 device manufacturer date: date of manufacture cannot be determined since the serial number was not provided. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined since the device was not returned. Three attempts were made to obtain additional information regarding the reported event and device return, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had a black screen with no image. The issue was found during preparation for use. There were no reports of patient harm. Related patient identifier: (B)(6).